Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(6). Batch: 20333014/20333014.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg and leads replacement procedure. The explanted device components were not returned per facility policy.